Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the leaflets and implanted. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the anterior leaflet. There was a small leaflet tear visualized. Two additional mitraclips were implanted for stabilization, the procedure was discontinued. The final mr was reduced. There were no adverse patient effects or clinically significant delays reported.